Event description:
During evaluation of a returned spectrum pump, the device had a white screen. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the display was found to have a white screen. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device had a white screen. The cause was identified to be a failing processor board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.